Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." And number 14 states ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2013-04273 and 06216).

Event description:
Legal counsel for patient reports that patient underwent total left hip arthroplasty on (B)(6) 2002. Legal counsel for patient further reports patient allegations of pain, inflammation, elevated metal ion levels, and difficulty sitting, standing, and moving up and down stairs. No revision has been alleged at this time. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reports that patient underwent total left hip arthroplasty on (B)(6), 2002. Legal counsel for patient further reports patient allegations of pain, inflammation, elevated metal ion levels, and difficulty sitting, standing, and moving up and down stairs. No revision has been alleged at this time. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6), 2014 left hip revision operative report noted the presence of scar tissue. The modular head and acetabular cup were removed and replaced a competitor's cup and a biomet head.